Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed, and no anomalies were found. Performance data collected from the device was analyzed and revealed a resistance/impedance increase. Weekly pace impedance trend data shows an increase for min and max right ventricular (rv) pace of 752 to 3536 ohms peak between (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance increased gradually over time along with a slightly increased pacing threshold. The physician suspected a lead issue, however the lead was checked with the analyzer and normal impedance and threshold was found. After cleaning the device connectors the physician reconnected the device and the impedance was again high. A connector issue was suspected so the device was explanted and replaced. Connecting the lead to the new device resulted in an acceptable impedance. No patient complications have been reported as a result of this event.